Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: bd received 1 photo for investigation. The evaluation of the photo showed evidence of paperwork regarding samples. Further clinical testing could not be conducted as type of analyte troponin in question was not specified by the customer. Bd was unable to confirm customer indicated failure mode: ER (troponin) as troponin was not specified. Complaints for sample quality are under statistical control for the month of april 2026. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is not confirmed for customer indicated failure mode: ER (troponin), oil gel globule. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, erroneous results(troponin) were observed in an unspecified number of tubes. They also reported oil gel globules in the plasma. No adverse impact was reported regarding patient or user.